Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level and was in the emergency room (ER) for 1.5 days. The customer disconnected from the pump and was treated with insulin drips. The customer left the ER in stable condition with a bg level of 250 mg/dl. There was no device issue reported; no additional information was provided.